Event description:
It has been reported to philips that the system would not turn on. There was no reported patient or user harm. A philips field service engineer (fse) reloaded the ghost back up and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Upon troubleshooting, fse performed the visual inspection and reloaded ghost. After that the system was returned to use in good working order.the codes were updated based on the investigation outcome.